Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, unexplained power reset events were observed in the black box. The battery compartment was found to be cracked above the bumper pad. No corrosion was observed inside the battery compartment. Moisture was observed behind the display lens. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection, and the reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hour duration test with no power reset events duplicated during that time. A leak test failed with a battery compartment leak. The pump¿s cover was removed, and evidence of moisture was observed on the printed circuit board and the internal components.